Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedance measurements with loss of capture (loc). A lead fracture was suspected. The treatment plan and patient impact remain unknown. All available information indicates that this lead remains in service.